Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (won't power on/battery charger problem/back light not operating correctly) has been confirmed. Upon investigation the battery charger was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient was experiencing battery charger problems, the battery charger would not power on and the back light was not operating correctly.